Event description:
It was reported to target that during a "surbral" avm embolization the catheter clogged during the glue injection. This clogging caused the catheter to balloon at the distal segment. There was no consequence to the pt as a result of this event.